Manufacturer narrative:
Section d4, expiration date was updated. The patient samples were provided for investigation. The investigation did not identify any interfering factors in the patient sample. The customer's results of the first two samples, but not the third sample, could be reproduced. The investigation did not identify a product problem. The root cause of the event could not be determined.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys anti-hav assay results for 1 patient on a cobas e 801 analytical unit. On (B)(6) 2023, the anti-hav result was 1.050 coi, interpreted as negative, and an a-hav igm result of 0.284 coi, interpreted as negative. The sample was repeated and the repeat anti-hav result was 1.11 coi. On (B)(6) 2023, the anti-hav result was 0.781 coi, interpreted as positive, and an a-hav igm result of 0.358 coi, interpreted as negative. The sample was repeated and the repeat anti-hav result was 0.84 coi. On (B)(6) 2023, the anti-hav result was 0.979 coi, interpreted as positive, and an a-hav igm result of 0.411 coi, interpreted as negative. It is unknown if any questionable results were reported outside of the laboratory. The analyzer serial number is (B)(6).